Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the tips of the knives are not sharp; therefore, the condition of the product could not be verified. A lot number was identified; however, it is not a valid lot number therefore, a device history record review could not be conducted. The photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of a knife in a blister next to a letter, the reported product and lot information was not confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the tip of multiple ophthalmic knives were not sharp and had difficulty perforating the anterior chamber during multiple surgeries. The surgeries were completed successfully by replacing the knives with another ones. There was no patient harm. Additional information has been requested but none received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).